Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after 10 days of being explanted due to unknow reasons. ICD was replaced and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after 10 days of being explanted. At the same time the right ventricular (rv) lead was removed due to a lead fracture, therefore, physician preferred to explant the whole system. ICD was replaced and would not return. No additional adverse patient effects were reported.